Event description:
The lead would not stay in place during the implantation procedure; therefore, this lead was not implanted.

Manufacturer narrative:
The lead was not implanted because it would not stay in place during the implantation procedure. A response from the manufacturer is pending.